Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer. The investigation is still ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Additional information was received from the customer on 21aug2025 stating that the balloon only partially deflated and an attempt was made to remove the balloon through the scope which had some resistance. An attempt made to remove the balloon and scope removed simultaneously where the egd scope was pulled out of the body with the balloon hanging out of the end of the scope. There was no resistance when removing the scope- only when they initially tried to remove the balloon after it wouldn't deflate fully. Once the tech and physician noticed the balloon did not deflate completely and they could not remove the balloon through the scope, they pulled the scope with the balloon still inside the scope chamber and sticking out from the end of the egd scope. When the scope was completely removed the tech cut the balloon on the end with the balloon that was sticking out of the egd scope where the wire from the top of the scope was removed. Once the balloon and the wire was removed, the physician went back down patient's esophagus and at that time she noticed the small tubular white piece which was pushed into patient's stomach- once this was noticed the decision was made between anesthesia and the provider that anesthesia would intubate the patient to protect the airway- the scope was removed again and patient was intubated- once this was completed- the scope was placed back in and the small white tubular piece was grabbed using a forceps and safely removed using a basket. The piece was not in the patient's lung at any point- the decision was made to intubate because it would protect the patient's airway and be the safest way to remove the piece from the stomach; the piece was identified and was pushed into the patient's stomach.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation and a correction to the h6 medical device problem code. Updated field: d8, g1, h2, h3, h4, h6 and h11. Correction: h6, d9. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The most probable cause of the complaint is cause not established, which is the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an esophagogastroduodenoscopy procedure, the balloon would not deflate properly; therefore, the balloon had to be cut using wire cutters to be safely removed from the scope. Once the scope was re-inserted into the patient, a small tubular white piece from the balloon went into the patient's lung and the patient had to be intubated to protect the airway. The piece was removed completely without any difficulties and the patient had no issues after the procedure. There were no further harm to the patient was reported.